Event description:
It was reported that cardiac perforation, pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) and a 24mm watchman flx pro delivery system (wds) were selected to be used. It was a tough appendage due to an extreme posterior take-off and a prominent pectinate coming almost all the way to the ostium. The physician was unable to get an acceptable position with the 24mm closure device after 10 recaptures. The physician wanted to try a 20mm closure device. The physician tried another 5 deployments and recaptures. The physician wanted to try to go back in with the 24mm closure device. Shortly after the new 24mm closure device was inserted, a drop in the blood pressure was noted. The patient was checked for a pericardial effusion and a significant effusion that continued to grow was noted. A pericardiocentesis was performed and removed 2.5l over an hour. Surgeons were called and consulted but the bleed appeared to stop. The patient was then transferred to intensive care unit (ICU) for close monitoring. Overnight, the drain put out 45ml and the patient had stable blood pressure. The patient was discharged on (B)(6) 2025 and is expected to fully recover.